Event description:
It was reported that the top of the trocar fell apart during the procedure. The physician looked around in the patient to see if anything had fallen into the patient but nothing was found. Post-op an x-ray was taken and a CT scan was done to ensure nothing remained in the patient. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. Ascent's instructions for use state: "do not use excessive force." "Careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instruments if any damage is noticed." A review of the lot control sheet for the reported device indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.